Event description:
Procedure: oophorocystectomy. According to the report: during use, inner seal broke and air leaked. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. No report of any extended operating room time. Pt status: ok. No further pt info available.

Manufacturer narrative:
(B) (4). (B) (4).